Event description:
It was reported to philips that the battery charging indication was not working. The customer indicated in (B)(6) business. The device is now working so they would like to cancel the complaint. Although no repair was performed, this will be documented as a malfunction that occurred at the time of the reported event, the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time.